Event description:
Customer alleged that the scale is not reading the patient's weight. Steven states that he can zero the scale, however, when the patient is on the bed, it continues to read zero. Customer stated that there were no injuries. Customer alleged that he didn't know if a patient was in the bed and didn't know where the bed had been used. I asked customer to swap out the footboard.